Event description:
Customer reported that he was hospitalized due to high blood glucose and keto acidosis. The blood glucose reading was 384 mg/dl at the time of admissions. Customer stated that the insulin pump was not delivering the insulin and was alarming motor error during bolus delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.